Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with the right ventricular (rv) lead that exhibited high capture threshold that resulted in battery drain of the device. The lead was explanted and replaced. There were no adverse patient consequences reported.